Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements that remained within normal range. It was noted that the thresholds started going down at the time of the pace impedance measurements rising. Technical services (ts) noted this appeared to be a physiologic change rather than a fracture. The physician will continue to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was to undergo a magnetic resonance imaging (MRI) however ts noted there was a rv polarity switch to unipolar confirmation due to high out of range pace impedance measurements of greater than 2,000 ohms and that this would be considered a non conditional scan. No programming was performed and this patient did not undergo the MRI. It was noted that this patient is less than one percent rv paced.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements that remained within normal range. It was noted that the thresholds started going down at the time of the pace impedance measurements rising. Technical services (ts) noted this appeared to be a physiologic change rather than a fracture. The physician will continue to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was to undergo a magnetic resonance imaging (MRI) however ts noted there was a rv polarity switch to unipolar confirmation due to high out of range pace impedance measurements of greater than 2,000 ohms and that this would be considered a non-conditional scan. No programming was performed and this patient did not undergo the MRI. It was noted that this patient is less than one percent rv paced.